Event description:
The reporter contacted animas on 19-jun-2018 alleging that on (B)(6) 2018 the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 300 mg/dl. The patient alleged that the pump emitted a call service alarm (060) at 3:00 am that was not able to be cleared from the pump. The patient was not able to continue use of the insulin pump for insulin delivery and did not have a back-up plan in place for insulin delivery. As a result of not having a back-up plan for insulin delivery, the patient reportedly presented to the hospital emergency room and received intravenous fluids and was sent home with a prescription for long-acting insulin. The device was returned to the manufacturer and investigation of the device was completed on 26-jun-2018. Review of the black box data revealed the last basal delivery was recorded on (B)(6) 2018 at 6:45 pm, prior to the reported call service alarm (060) indicating a real-time clock communication failure. The total daily doses added up to correctly reflect the programmed basal rate target. The returned battery cap was intact, without damage and able to fit properly to the pump for testing. The pump powered on with functioning audio tone and vibration; however, the display screen remained blank as reported on medwatch report #2531779-2018-11669. Due to the blank display screen, product analysis was unable to adequately the reported call service alarm issue. The pump was opened for investigation revealing moisture corrosion on an internal processor. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a call service alarm issue that prevented insulin delivery from the pump and no back-up delivery plan in place.